Manufacturer narrative:
Device evaluation provided in: device evaluation: the ams700 cylinder was visually inspected and functionally tested. No leak was found. The cylinder performed within specifications. The product analysis was unable to confirm the allegation of patient pain and cylinder migration.

Event description:
It was reported that the left cylinder of the inflatable penile prosthesis (ipp) was explanted due to pain. It was further reported that the pain began three weeks prior to surgery. The location of the patient's pain was not reported. The pain is believed to have been caused because the device "has been chafed by skin." The patient was doing well following surgery. Additional information received states there were no device issues or malfunctions. The chafing was caused by device migration. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the left cylinder of the inflatable penile prosthesis (ipp) was explanted due to pain. It was further reported that the pain began three weeks prior to surgery. The location of the patient's pain was not reported. The pain is believed to have been caused because the device "has been chafed by skin." The patient was doing well following surgery. Additional information received states there were no device issues or malfunctions. The chafing was caused by device migration. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.